Manufacturer narrative:
H3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection fond the haptic torn. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6 - patient code(B)(6): small dilated pupil should have been included in initial MDR additional information: b5 - per updated information, the lens was exchanged for a different model, longer length lens on 14-jan-2020. The problem was resolved. Reportedly, 'glare and halos are gone.' H6 - patient code (B)(6): secondary surgical intervention - lens exchange claim# 714773.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5 12.6, -08.50 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Low vault with lens rotation and glare/haloes were observed. The lens remains implanted. Reportedly surgeon noted "halos/glare present both with small and dilated pupil. Related in my opinion to central hole." Cause of the event is reported as patient related factor and device. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.